Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the repositioning of the atrial lead the ventricular lead became dislodged. The lead was repositioned.